Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g244 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g244 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs were returned for evaluation. The customer provided photographs show a hole in the return pump tubing loop at the pump head location. The damage to the tubing resulted in the blood leak as seen in the photographs. The damage to the tubing is consistent with a misload of the return pump loop tubing. A material trace of the blue stripe tubing at incoming in process or through complaints used to build lot g244 found no related non-conformances. A device history record review did not identify any related non-conformances, and this kit lot had passed all lot release testing. Cellex kits are 100% leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the tubing damage was present at the time of manufacture. The investigation determined the root cause of the tubing leak was most likely improper installation of the pump loop by the end user. No manufacturing related defects were identified through this investigation. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer reported approximately 1425 ml of whole blood was processed when they noticed blood leaking from the return pump area. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable. The customer stated when removing the kit they found a hole in the return pump tubing. The customer has returned photographs for investigation.